Manufacturer narrative:
B3: date of event is estimated. The unit received a reported issue of oxygen error. Unit received without column and unable to record external o2. However complaint was confirmed with the leaking sensor block and the muffler were filled with dust, which caused a blockage at the feed port. The top housing and the uip were replaced due to cosmetic damage.

Event description:
It was reported that the patient's device was showing the low oxygen message while the patient was on a cruise. As a result, the patient was admitted to the emergency room and put on an oxygenator for a few hours. Patient was provided a replacement on the ship and received the official replacement device when they got home from their trip.